Event description:
In 2008, the pt underwent endovascular repair of thoracic, abdominal, and common iliac aneurysms. Planned visceral debranching took place first, using a trifurcated vascular graft from the right femoral artery to the renal arteries, superior mesenteric artery, and celiac artery. Gore excluder aaa endoprosthesis were then implanted, followed by gore tag thoracic endoprosthesis extending up to the proximal descending thoracic aorta. The pt tolerated the procedure, but post-operatively he became paralyzed.

Manufacturer narrative:
A review of the mfg records has been requested. Additional devices: tg3110, tg3420.